Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. The operating currents, self-test, reset error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test could not be performed due to cracked and broken off end cap. The insulin pump had minor scratches to the display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was damaged. The end cap had become detached from the casing. The blood glucose reading was 330 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.